Event description:
It was reported that the device was explanted on (B)(6), 2013 because the patient died of a sudden cardiac arrest in the hospital on (B)(6), 2013. It was noted that the patient was in a clinical study named (B)(4). It was noted that the device would be returned the manufacturer. It was not reported if the death was device-related or not. Additional information received reported that the death was not considered device related. It was stated that the date of death was confirmed to be (B)(6) 2013.

Manufacturer narrative:
Analysis of extension (lot # njb106562v) found that # 0, # 2, # 3, and # 7 conductors were broken 2.8 cm from the proximal end. Unknown conductors were broken 22.0 cm from the proximal end. Analysis of implantable neurostimulator (s/n #(B)(4)) found no significant anomaly. It was found that the battery had depleted normally. Analysis of the accessory kit (s/n unknown) found no anomaly.